Manufacturer narrative:
The device was not returned to the MFR at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that blood leaked from the connection between the tubing from the collection reservoir and the drainage tubing of the zimmer blood reinfusion system. Though, the nurse fastened the lure again, the leakage couldn't be stopped. Additional info received through clinical follow up indicated that the nurse was wearing protective gloves while working with device at blood line connector so no exposure. It is unk the amount of blood that actually leaked at connector site. The re-transfusion was discontinued due to leak; however, this was stated to have been done without any adverse effect to the pt.